Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. The customer stated insulin flow block alarm recurred after troubleshooting. Customer had tried all recommended troubleshooting. Customer stated insulin were not reused, mixed, or insulin was not expired nor denatured. Customer had rotate their sites. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: cracked keypad overlay, missing serial number label, pillowing keypad overlay and minor scratches on case. (B)(4).